Event description:
It was reported that pericardial effusion (pe) and death occurred. A left atrial appendage (laa) was being performed. Right femoral access was gained and trans-septal puncture (tsp) was performed with difficulty. The tsp system was removed and an anterior curve watchman truseal access system (was) was inserted. There was difficulty maneuvering the anterior curve was, which the physician believed was due to the tsp crossing. The anterior curve was removed and tsp was re-performed. The tsp system was removed and a double curve was inserted. Again, there was difficulty maneuvering the double curve was, which the physician believed was caused by the tsp crossing. The double curve was removed and an effusion sweep was performed which revealed a pe. A pericardiocentesis was performed, the patient was administered a platelet infusion, and taken to the intensive care unit (ICU). Later that same day the patient was transferred to surgery to manage the bleeding. The patient did not survive surgical intervention. The official cause of death was uncontrolled bleeding.